Event description:
Per the clinic, the patient experienced pain with and without stimulation; the issue could not be resolved; resulting in device non-use. Subsequently, the device was explanted on (B)(6) 2014; during the same procedure, the patient was reimplanted with a new device.

Manufacturer narrative:
This report is filed december 8th, 2014.

Manufacturer narrative:
(B)(4).